Event description:
It was reported that the programmer was slow when printing and saving to universal serial bus (usb) media, and never displayed when completed. The programmer was returned for service and subsequently tested out of specification during manufacturer's assessment. There was no patient involvement.

Manufacturer narrative:
Product analysis: it was determined on analysis that the programmer tested out of specification as the cursor intermittently jumped away from the stylus in the upper right part of the screen during inspection. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.